Event description:
Pt received vaginal burn during vaginal hysterectomy. Doctor using metal retractor during procedure. Burn noticed on vaginal wall when retractor was removed. Burn treated with topical cream. Device not saved nor returned for analysis.